Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v995583, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported there were high impedances on some of the bipolar pairs. It was stated the patient had a fall in (B)(6) 2013 and the device had not worked since. The patient was getting an x-ray done. It was noted 0-1, 0-2, 0-3 were all showing higher than 4000 ohms for impedances. It was stated the caller was unable to program for therapy.